Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v318137, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) via the representative reported pre-op impedance of the bilateral leads were not able to be checked due to depleted ins. The physician had planned a replacement of the ins. An impedance issue on all electrodes with the new battery placed to existing right lead was noted. Another ins was opened and high impedance >4,000 on all electrodes were noted. Lead insertion into the new ins was repeated and tested, but consistent results were noted. The physician had opted to implant the new ins to the existing right lead. Post-op, the patient was not able to feel stimulation on bilateral system. It was noted the issue was not resolved at the time of report. Additional information received 4 days later via the representative reported the cause of the high impedance was unclear on the right side system. The same impedance reading was seen with the right lead being attached to two different batteries. The patient had been receiving good therapy prior to battery depletion, so the right lead was not replaced. It was noted post-op, the patient's therapy resumed. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.